Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. It is possible that the body fluid is obscuring a puncture hole and the wire escaped the coil lumen, but did not puncture through the insulation. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and unable to locate a puncture hole.

Event description:
Boston scientific received information that this patient had missing daily measurement records. A chest x-ray was done and showed that the left ventricular (lv) lead was pulled back into the superior vena cava. The physician tried to revise the lead, however, the guide wire went through the side of the lead body. This lv lead was explanted. No additional adverse patient effects were reported.